Manufacturer narrative:
(B)(4). G2 foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the surgeon noted debris in the sterile packaging of a device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned product/provided photos found the packaging was previously opened. A hair-like fiber was found in the sterile packaging taped to a piece of paper towel. As the product was returned opened, the source of the debris cannot be confirmed. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the reported part and lot combination. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.